Manufacturer narrative:
Correction: previously reported g3 should have been 8 dec 2021 rather than 9 dec 2021

Event description:
Related manufacturer reference number: 2017865-2021-40342. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and r wave amplitude variation due to dislodgment on the right ventricular (rv) lead, as well as high capture thresholds and p wave amplitude variation due to dislodgement on the atria lead. The physician elected to revise both of the leads. During the revision the rv lead helix would not extend, so the rv lead was explanted and replaced. The atrial lead was repositioned successfully. The patient condition was stable.